Event description:
It was reported that this right atrial (ra) lead fractured and exhibited high out of range pacing impedance and noisy signals. The physician reprogrammed the ra lead off. The lead remains in use. No adverse patient effects were reported.